Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the inquiry regarding an error-medication was not able to dispense. The technical support engineer waited for the customer's response, but no response was received. Therefore, the technical support specialist closed the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, that the inquiry regarding an error and medication was not able to dispense. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.